Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's (pt) friend/family member regarding an implantable neurostimulator (ins). The reason for call was caller reported the patient is not feeling their stimulation any longer and they have increased stim. Caller stated the stim is only covering one part of the body and now all. Caller stated at one point did go up and pt felt something. Patient services (pss) advised to try another group/program and try to increase to see if patient feels the stimulation. Caller reports no falls/trauma. Caller stated the stim is on and yesterday briefly felt some stimulation. Caller stated started within a week but later stated 2 days ago. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Pss advised to call the hcp and have the ins checked. Caller states they were talking to the rep before talking to pss. Caller was going to call the rep back. Caller mentioned they did reprogram in the past. Pss advised to call and schedule a programming session. The rep also tried to reach pss regarding the issue.